Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump where the pump "1 and pump 2 door do not closed". This condition had the potential to interrupt delivery. This condition was found in the pediatrics department. This event occured during setup. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition where the "pump 2 door do not closed" was confirmed during service evaluation. The assignable cause was a missing door latch. Should additional information become available, a follow-up medwatch will be submitted.